Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pulse generator exhibited an error message. The device was reinterrogated successfully. No intervention or patient symptoms were reported.